Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03123. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used and a 27mm watchman laa closure device was implanted. About five hours post procedure, the patient developed a pericardial effusion. A successful pericardiocentesis was performed to treat the pericardial effusion. The patient was stable after the procedure and has since been discharged from the hospital.